Manufacturer narrative:
The reported products are not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. Customer reported issues with three adc freestyle libre sensors, all sensor serial numbers were reported as unknown. (B)(6). The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported having issues with three adc freestyle libre sensors. Customer reported that two of the 14-day sensors "lasted only a few days (12 hours and 2 days)" and another sensor provided "inaccurate readings which have varied almost 50% (libre 240 mg/dl vs 150 mg/dl adc freestyle lite)". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.